Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. The philips product support engineer (pse) troubleshot the issue with the customer over the phone. It was found that the o2 hose from the wall collapsed internally and would only flow 10 liters per minute (lpm). The customer reported that the hose was replaced and verified the flow to 140 lpm. The customer is will perform o2 flow accuracy testing before placing the ventilator back to service. No parts were returned to philips for evaluation; therefore, a root cause could not be established.

Event description:
The customer reported that the ventilator had no oxygen (o2) flow alarm. It was reported that the ventilator was in clinical use at the time of the event. There was no report of patient harm. The event date was not specified; estimate used.